Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) when the equipment was tested, it reported an automatic inflation failure. After inspection, the maintenance kit needs to be replaced. There was no patient invovlement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit needed a maintenance kit replacement. The customer has chosen not to repair the unit.